Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
Related manufacturer reference number: 2017865-2022-14107. It was reported that the patient presented in clinic for follow up after feeling short of breath. Upon device interrogation, the pacemaker was found to be on elective replacement indicator(eri) status and the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The device was explanted and replaced. The patient condition was stable post-procedure.